Event description:
The femoral head split while inside of a patient. Revision was successful and completed to my knowledge.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Manufacturer narrative:
Reported event: an event regarding crack/fracture involving a ceramic head was reported. The event was confirmed via inspection of the returned device. Method & results: product evaluation and results: visual inspection & material analysis: the images depicted shows the returned trident x3 insert and pieces of the v40 ceramic femoral head. On visual examination, fracture of the femoral head was observed with two large pieces and ten small pieces returned. The pieces showed a generally longitudinal fracture pattern. This type of pattern is created by hoop stress through the wedge effect of the stem trunnion. Shows an overview image of the bearing surface of the v40 femoral head and x3 trident insert. Review of delta v40 femoral head, catalogue # 6570-0-236, lot code 11867651 confirmed fracture. Characterisation using stereo microscopy confirmed the femoral head fractured in overload. No manufacturing or material related defects were observed on the device surfaces examined. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to fractured ceramic head. Visual inspection & material analysis: the images depicted shows the returned trident x3 insert and pieces of the v40 ceramic femoral head. On visual examination, fracture of the femoral head was observed with two large pieces and ten small pieces returned. The pieces showed a generally longitudinal fracture pattern. This type of pattern is created by hoop stress through the wedge effect of the stem trunnion. Shows an overview image of the bearing surface of the v40 femoral head and x3 trident insert. Review of delta v40 femoral head, catalogue # 6570-0-236, lot code 11867651 confirmed fracture. Characterisation using stereo microscopy confirmed the femoral head fractured in overload. No manufacturing or material related defects were observed on the device surfaces examined. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
No new information.